Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touchscreen found out of specification. It was noted the stylus was wo rn, but working correctly. Analysis also found the power bay assembly was worn.

Event description:
It was reported after calibrating the touch pen several times, the problem persisted. The programmer was returned for service. There was no patient involvement.